Event description:
It was reported that a patient underwent a breast implant procedure on (B)(6) 2012 and suture was used. The suture broke during use. Another same like device was used to complete the procedure. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for suture knot tensile strength and the devices met performance specifications.

Manufacturer narrative:
(B)(4): one returned used needled undyed monofilament suture was microscopically evaluated. It was split at the needle-suture junction for a distance of 2.5cm at an angle. The 2.5cm cut end was consistent in appearance with a cut from a single sharp blade, such as a scalpal, suggesting the suture had been nicked 2.5cm from the needled end with subsequent splitting of the suture to the needled end. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.